Manufacturer narrative:
H6:the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The wires were damaged rendering the device inoperative. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A possible probable cause could include but not limited the abnormal loading. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr when the acc 2.0mm cocr cable w/clamp was cut it frayed at the end. The procedure was completed with a delay less than or equal to 30min using a smith-nephew back-up device. No patient injury or other complications were reported.